Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the cause of poor image quality to a defective or failed image processor pcb. The image processor pcb was replaced. There was an anecdotal issue with the cross arm lock that was repaired during the service call. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue. No humans are imaged by this system. Cadaver use only.

Event description:
The ge oec 9600 fluoroscopy system intermittently would not fluoro. Poor image quality or degraded image quality during use.